Manufacturer narrative:
The affected device is not yet returned to the distributor of infutronix.

Event description:
A distributor reported an administration set leaking issue to infutronix on (B)(6) 2018. Medication infused at the time of event was 5fu. No patient injury or harm occured during this event. No lot number or expiration date information was provided to infutronix.

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00029).

Manufacturer narrative:
The reported leaking issue of the administration set was not confirmed. Infutronix followed up with the distributor on (B)(6)2019 and was informed that the distributor was still waiting for the arrival of the set from the customer: "we are currently following up with the customer". On (B)(6)2019 , infutronix received confirmation from the initial reporter that the user facility had discarded the affected set and no administration set was going to be returned to the distributor. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.